Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm medium-large clip applier instrument was not firing correctly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.